Event description:
It was reported to gore that on (B)(6) 2026, a patient underwent an endovascular procedure for type b aortic dissection (tbad), using a gore® tag® thoracic branch endoprosthesis (tbe side branch) system, and delivery accessories including gore® dryseal flex introducer sheath (24f) and lunderquist® extra-stiff wire guide. During passage through the previously implanted gore® tag® thoracic branch endoprosthesis (tbe aortic component) in the aortic arch, around the bend from the branch into the left subclavian artery (lsa), at approximately 90%, the sheath of tbe side branch detached, releasing the tbe side branch prematurely, before reaching the target position, and without pulling the deployment line. Furthermore, the leading tip also detached from the delivery catheter of tbe side branch, and had to be retrieved. Afterwards, the tbe side branch was extended with a another bridging stent graft. There was no impact on the patient.

Manufacturer narrative:
C1: heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. D10: concomitant medical products: gore® dryseal flex introducer sheath and lunderquist® extra-stiff wire guide. No patient specific details have been provided. Therefore, the patient identifier reflects the w. L. Gore internal case number. A review of the manufacturing records for this device verified the lot met all pre-release specifications. The investigation is ongoing. Engineering evaluation of the device is anticipated (device currently in transit). If the medical device will be returned for further investigations, the device will be evaluated based on applicable processes, which may or may not involve altering of the device in a way which may affect any subsequent evaluation. Please provide feedback within 5 days after the initial report has been submitted if gore should not perform any investigation which may involve altering the device. Code c19 is reflecting the results of performed review of the manufacturing records (b14). Code c21 is reflecting the upcoming results from investigations represented by codes b15, b17 and b11. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.